Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they got hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2017 with blood glucose of over 500 mg/dl at the time of the incident. The customer was at 131 mg/dl at the time of the call. The customer was not getting insulin from their pump. The customer experienced symptoms such as vomiting and nausea. The customer was wearing the insulin pump during the incident. Troubleshooting was completed and their infusion set will be replaced. The customer also had a bent infusion set cannula. The insulin pump will not be returned for analysis.